Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The surgeon, reported that he implanted a proximal lateral tibial plate and 4.00mm locking screw and the head came off the locking screw. The surgeon was unable to remove the broken locking screw. The case was completed by leaving the screw in situ.